Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with the sponge completely separated from the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection found the sponge completely separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.